Manufacturer narrative:
E1: initial reporter phone: (B)(6). Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) excess air was seen during aspiration. During insertion of the sheath air could be aspirated even when closing the valve with the fingers. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath has been returned for analysis.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) excess air was seen during aspiration. During insertion of the sheath air could be aspirated even when closing the valve with the fingers. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath has been returned for analysis.